Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental MDR will be sent. Ref # (B)(4).

Event description:
Report received from (B)(6) stating that the device "repeats to confirm motor/does not function". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.